Manufacturer narrative:
RMA issued. Replacement positioning sensor unit (psu) and system control unit (scu) shipped to site on 12/2/2015. A medtronic representative, following up with the site, replaced the psu and reported the camera continued to cycle. The medtronic representative then replaced the scu and performed a navigation system check-out, all areas passed after the replacement of the psu and scu. Medtronic investigation of returned suspect psu finds that when connected to a known good system the psu performed as expected with no connection issues. A check of the event log did not reveal any hardware failures. The psu was allowed to run continuously overnight with the mating scu and did not have any connection issues. In addition, the psu passed an aak test at .25 mm. No problem found. Medtronic investigation of returned suspect scu finds that when connected to a known good system the scu performed as expected with no connection issues. A check of the event log did not reveal any hardware failures. The scu was allowed to run continuously overnight with the mating psu and did not have any connection issues. No problem found.

Event description:
A medtronic representative reported that during a spinal fusion procedure the navigation system camera was cycled and displayed a "localizer not connected" message, twice. The camera icon showed a red x, the site reported hearing the camera beep, and approximately 10 seconds later, it would come back on. The surgeon completed the procedure with the use of the navigation system. The medtronic representative reported less than an hour delay due to this issue. There was no impact on patient outcome.